Event description:
The customer reported that while the panorama central station was in use monitoring pts along with ambulatory telepacks, the central station locked up with a blue screen. No pt injury was reported.

Manufacturer narrative:
The company service rep cleared the fault logs, reset the system, and performed a power cycle. The system resumed normal operation. The fault logs did not contain any useful info as to the cause of the reported failure. The sys was tested to factory specs. It functioned normally and was returned to use.